Event description:
I received the essure as a form of contraceptive. I filed a complaint before. From the time the device was placed I had excessive bleeding, immense pain, adhesion, joint pain, several surgeries for abnormal reproductive growth that required surgery. Finally, I had to have to device removed by hysterectomy remedy the issues. FDA safety report ID# (B)(4).